Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusions alarms occurred. Blood glucose ranged from 200-280 mg/dl. Reportedly, customer used apidra insulin and tandem's technical support educated customer on cartridge/insulin labeling. The supplies were changed to address the event. Reportedly, customer usually found the occlusions to be due to the tubing. However, this could not be confirmed.